Event description:
Tosoh customer was performing hba1c on the tosoh g8. Only one of the two quality controls levels was within acceptable range. Level 1 range: 5.0-5.8, result = 5.9. Level 2 range: 10.4-12.2, result = 12.0. The chromatogram peaks were not well defined on the quality controls or the patients and the patient results did not correlate with previous results. The results should not have been reported. Results were reported but no patient treatments were affected. The column was changed on the analyzer and the qcs and specimens were repeated. On the repeat run the chromatograms had well defined peaks, the qcs were within range, and the patient results correlated with previously reported correct results. Corrected results were issued for all previously erroneous results. The lab manager indicated that the root cause was the tech training since the tech did not recognize that the chromatograms were not correct. Tosoh clinical support is scheduled to conduct additional training for the staff on (B)(6) 2012 to review chromatography.